Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a zweymuller femoral stem on the right side on (B)(6) 1998. The patient was revised on (B)(6) 2016 due to breakage occurred on (B)(6) 2016.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information was requested on january 3, 2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a zweymuller femoral stem on unknown side on unknown date. It was stated that after 30 years of implant in vivo the shaft got fractured at neck junction without any fall incident.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the implanted stem broke without any incident after 30 years of implantation time. The fracture is located in the neck/cone area. Review of received data: letter from (B)(6), dated (B)(6) 2017: on (B)(6) 2016, the patient had sudden pain at the right hip during walking and since then a loading of the left leg was no longer possible. There was no traumatic event as cause. Before the event, the patient was able to walk for 30 minutes. Radiologically a fracture is visible at the transition of the stem to the neck. The stem has been implanted approximately 30 years ago. A cup revision was carried out 18 years ago. Surgical report of cup revision, dated (B)(6) 1998: preoperative diagnosis: cup loosening of a right total hip endoprosthesis. Procedure: the right hip is accessed via a transgluteal approach. There is extensive scarring in the region of the hip. The joint is opened. Smears are taken for examination. After mobilization of the proximal femur the cup is exposed. Some ossifications are removed. Then the completely loose endler cup can be removed. Extensive acetabular defects are now visible. The scar tissue is cleared and the acetabulum is reamed. Then crushed allogeneic cancellous bone is placed at the defect areas and pressed with a trial cup. A müller acetabular roof reinforcement ring is implanted and firmly anchored with screws. One of the cancellous screws breaks before it is properly tightened. Since the broken part of the screw is completely integrated into the bone and thus harmless and its removal would mean removal of a now firmly fixed cup and creating a new defect, it is decided to leave it in vivo. An additional screw is implanted. An image intensifier control shows a correct implant position. A müller polyethylene cup is cemented. After hardening of the cement a 28 mm long metallic head is mounted on the stem and the joint is reduced. There is a stable situation without dislocation tendency. The wound is closed and a postoperative x-ray check confirms a correct implant position. Attached to the surgical report is a document with the details of the components implanted. One sticker is affixed identifying the insert as low profile cup ø 28/54 mm with ref. No. (B)(4) and lot no. A876337. Surgical report of revision, dated (B)(6) 2016: diagnosis: fracture of the neck of the prosthesis with partial stem loosening, right hip. Procedure: the hip joint is accessed via an anterolateral approach. Preparation of the hip join capsule is laborious because the tissue is partially ossified. The capsule is finally exposed and excised and the broken stem neck is encountered. This is freed and removed together with the head. Both the cemented pe insert and the reinforcement ring are firmly implanted. Radiologically there is a central lysis visible. Altogether the cup is firmly fixed so it can be left in vivo. The stem entry area is cleaned and exposed. The stem is proximally loose and distally fix. Despite intensive efforts it cannot be removed from proximal. Therefore, a longitudinal osteotomy of the femur must be performed. First a cerclage wire is applied slightly distal to the tip of the stem and then, under continuous irrigation, the osteotomy is carried out. The bone flap is slowly mobilized to ventral with the muscular attachments and folded up with the chisel. A very thin cortical part breaks off. Subsequently, the prosthesis is carefully chiseled out, extensive debridement is made and samples are taken for histology. Smear tests are taken. A modular stem is implanted and the osteotomy is fixed with several cerclages. An xxl head is mounted and the joint reduced. There is no dislocation tendency and equal leg length. Under image intensifier check with two views the position of the prosthesis and a well closed osteotomy is seen. The joint area is rinsed extensively, redon drainages are placed and the wound is closed. Pathological-histological report from (B)(6), incoming date (B)(6) 2016, outgoing date (B)(6) 2016: this is a follow-up report with a further immuno histochemically investigation of the material. The previous histology report is not at hand. Because of the previous findings an immunophenotyping investigation is made to answer the question whether there is a so called bacterial minimal infection. Assessment: representative peri-implant tissue corresponding to the consensus classification of a periprosthetic membrane of wear induced type. Predominant particulate material, micro-, macro- and supramacro-particulate polyethylene (pe) particles, up to 800 um in length. (B)(6) the detection of supramacro-particulate pe fits well with a pe damage, respectively a pe fracture situation. Histologically and immunohistochemically no evidence for a bacterial infection. X-rays: a pelvis overview taken on (B)(6) 2016 is at hand. It shows the situation after the revision surgery of the zweymüller stem. Examination of manufacturing documents: the manufacturing documents were inspected and the production and expiration date of the stem are august 1984 and august 1989, respectively. It can be assumed that the stem was implanted within this period which would result in an approximate time in vivo between 27 and 32 years. Devices analysis: visual examination the zweymüller stem is fractured in the neck area. In this area, on the anterior and posterior side, the laser markings are located. The distal fracture surface is almost completely shiny polished while the proximal fracture surface has only a few scratches and is relatively well preserved. The edges of the fracture surfaces are deformed and worn. The proximal fracture surface shows a fatigue fracture. The fracture origin is located on the anterior side of the stem at the letter ¿s" of the laser marking "sulzer". The fatigue fracture portion amounts to approximately 95% of the fracture surface. The distal fracture part of the stem shows damage deriving from the revision surgery in the form of scratches, notches and so on especially on the anterior and lateral side. Bone attachments are visible on the entire anchoring surface of the stem. On the anterior side of the stem a tiny polished area can be observed close to the fracture edge. The stem neck is covered by scratches, dents and polished areas. These derived most probably from revision surgery and/or rubbing of the parts against each other after the fracture. The hermann ag head is still mounted on the stem taper. On the articulation surface of the head, several areas with dense scratches can be observed under the lowpower microscope. The zweymüller stem and the hermann ag head were revised due to a fracture of the stem. The exact date of implantation of the stem is unknown but according to the manufacturing documents an implantation between (B)(6) 1984 and (B)(6) 1989 can be estimated. This would result in a time in vivo between 27 and 32 years. According to the received clinical information a revision surgery was performed on (B)(6) 1998 due to cup loosening and the cup and head were changed. Thus, it can be assumed that the zweymüller stem was used, starting from 1998, in combination with a non-zimmer head. This indicates off-label use. The zweymüller stem shows a fatigue fracture in the neck area. The fracture origin is located on the anterior side of the stem at the letter ¿s¿ of the laser marking ¿sulzer.¿ the surgical report of revision states that the stem was proximally loose and distally fix so that an osteotomy was performed to remove the stem from the bone. On the entire anchoring surface of the stem bone attachments are noticed. Signs of loosening in the form of polished areas could not be seen on the stem. Information about the patient¿s medical history, bmi and level of exercise is not at hand. It remains unknown if these patient factors or further other factors could have contributed to the stem fracture. Based on the given information and the results of the investigation, we could identify a root cause for this issue. Root cause is off-label use. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted a zweymuller femoral stem, size 15, 14/16 on the right side on unknown date. It was stated that after 30 years of implant in vivo the shaft got fractured at neck junction without any fall incident. The patient was revised on (B)(6) 2016 due to breakage occurred on (B)(6) 2016. Note: the previously reported implantation date ((B)(6) 1998) was removed, as it refers to a revision surgery where the cup and the head were exchanged. The stem has been already implanted before that date.